Event description:
It was reported that patient underwent a metal-on-metal hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6), 2009, due to loosening of the acetabular cup and metallosis. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, and excessive activity". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00362).